Event description:
Boston scientific received information that this patient presented to the office with beeping tones. Interrogation of the device noted a yellow screen showing a fault code (fc) 1007 and a message stating capacitor charge exceeded limit. The patient stated he did undergo some type of procedure a week ago but is not sure what it was, could have been a magnetic resonance imaging (MRI). The patient stated he feels fine and does not believe he has received any shocks. A boston scientific technical services consultant informed the caller that this device is in limited device functionality mode due to the long charge time of 45 seconds which was displayed. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Overheating was observed during the manual capacitor form testing and was confirmed to have been damaged by the electrical overstress of overcharging the high voltage capacitors during testing. Further testing and troubleshooting confirmed that the mmic was sending the proper signals to tell the device to stop charging and dump the energy across the dump resistor. Inspection of the high voltage (hv) capacitor stack that belongs to this device did not find any evidence of swelling. There was no evidence of electrolyte fluid leaking from either of the capacitors. The memory of this device was downloaded into a known good teligen device. A manual capacitor reform was performed. The charge time was 8.3 seconds. This shows that there was no firmware or software issue that caused the 45 second charge time out. Once the transformer overheated and quit working properly the charging circuit was found to operate normally. Final evaluation could not confirm a reason for the charge time out of 45 seconds. No other adverse events have been reported. This product issue will be updated if additional information is received.